Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the roller pump pulsate option disappeared. There was no pt involvement.